Event description:
It is reported that the device was implanted in 1994 and that the patient was revised in 2009, due to septic joint, broken stem of femoral component, dislocation, loosening, osteolysis, infection, wear, and pain.

Manufacturer narrative:
Damage marks exist on the returned taper adapter and the femoral component. Though both the femoral and the tibial components are porous, and the alleged complaint confirms that the primary surgery was cementless, there is very little evidence of bony ingrowth on either component. Scanning electron microscopy (sem) analysis of the devices revealed that the fracture of the taper adaptor occurred from fatigue, and that the fracture surfaces had become deformed post-fracture. X-rays taken before revision show evidence that both the femoral and tibial bone were degraded, which is consistent with osteolysis as a reason for revision. It appears that much of the distal femoral bone as well as the proximal tibial bone is absent, which is consistent with the absence of bony ingrowth on the devices. The tibial comploment appears to be malaligned and in valgus position, which likely is linked to the absence of the medial tibial bone. The spacing between the tibial and femoral components suggests that articular surface was worn on the lateral side, which may be linked to the malalignment of the tibial baseplate. This also suggests that the stem/femoral component interface was bearing much of the load transferred at the knee joint, since there may not have been adequate transfer of load between the bone interface, which over time may have led to the fatigue fracture. Without x-rays post-primary surgery, however, the initial bone quality and implant alignment cannot be determined. While osteolysis, malalignment, and wear may be contributors to the fracture of the stem, the probable cause of revision cannot be conclusively stated. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either sem or energy dispersive spectroscopy (eds) analysis.